Manufacturer narrative:
A partial lead with the distal tip was returned for analysis. Visual inspection of the lead found compression on the lead body, consistent with clavicle crush damage. The cable insulation of one ring electrode conductor and the ptfe liner were abraded at this location exposing the inner coil. Internal insulation abrasion under the svc shock coil was noted and the cable coating of one of the ring electrode conductors was abraded at this location. The damages found are consistent with the observation from the field of noise.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that multiple episodes of non-sustained rv oversensing were revealed via merlin.net transmission. The episodes showed oversensed complexes due to noise. The patient was asymptomatic. Isometrics and chest x-ray were suggested. The lead was explanted. No further information is available.